Event description:
This patient had a 2.5x28mm cypher stent implanted in the obtuse marginal branch. The details of this procedure are unknown as this was prior to enrolment in the post market cypher registry (descover). Approximately 22 months later, the patient returned to the cath lab with a chief complaint of silent ischemia as evidenced on functional stress test. The patient was currently taking aspirin, beta-blockers, ace-inhibitors, statins, and plavix. The patient was taken electively to the cardiac cath lab, where a bolus of units of heparin was administered via IV. No gp iibiiia's were reported. Angigraphy revealed a 90%, 20mm long, instent restenosis of the 2.5 x28mm cypher stent in the obtuse marginal branch. This lesion was treated with balloon angioplasty only.